Event description:
It was reported that the scope was reprocessed incorrectly because the water filter in the endoscope reprocessor was used excessively without replacement for an extended period, from (B)(6) 2025. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g4, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the reported issue is a known inherent risk for the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which is stated in: chapter 7 monthly or weekly tasks to be performed as necessary_7.2 replacing the water filter for (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.